Event description:
It was reported that the pt had full revision surgery on (B)(6) 2010 due to a lead fracture. Per physician, tegaderm was placed over the fracture site. Increased seizures had been previously reported for this pt, but as diagnostics did not show evidence of a lead fracture at the time of the increased seizure report, the increased seizures are not believed to be related to the reported lead fracture. Medwatch report # 1644487-2009-02489 houses report for increased seizures. The lead has been returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.